Event description:
It was reported following a percutaneous tansluminal coronary angioplasty (ptca) an angio-seal device was deployed to close the arteriotomy site. Approx 10 minutes later, the pt vomited, blood pressure dropped, hemoglobin dropped from 12.2 to 8.4. Four units of blood were transfused. The pt underwent surgery; the angio-seal device was removed. A retroperitoneal bleed was confirmed and the artery was repaired.